Event description:
The reporter states that she obtained the following blood glucose comparison results on the accu-chek compact plus system: 539 mg/dl and 241 mg/dl; 539 mg/dl and 150 mg/dl; 539 mg/dl and 152 mg/dl. All aforementioned tests obtained within 10 minutes. No reported actions taken based on the blood glucose comparison results. No adverse event reported. New system sent to customer and return requested.